Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve, in the aortic position by transfemoral approach. When the delivery system was inserted in the esheath+, resistance was noted and the valve got stuck at the base of the esheath. All devices were removed as a single unit, and it was observed that the 1st esheath+ was damaged. A second valve and commander delivery system with a non-edwards sheath were used, but the problem persisted. Therefore, the devices were removed again, and the introducer appeared bent, suggesting tortuosity. Finally, a third valve with an upsized esheath was used, and the procedure was completed without any issues, successfully implanting the valve. The event did not cause any injury to the patient, who was noted to be stable. Device evaluation confirmed that the edwards sheath was punctured, the valve was exposed and had frame damage, and the delivery system had a pin-hole on the crimp balloon.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of three manufacturer reports being submitted for this case.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was examined, and the following was observed: the crimped valve was stuck in sheath shaft at 4.5cm from strain relief and exposed through torn liner. Two (2) struts were bent outwards on the inflow side. The valve was expanded and the bent struts were corrected. The per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of valve frame damage was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification) and/or procedural factors (excessive device manipulation) likely contributed to the event as presence of calcification was noted inside patient's access vessels and reported information indicated that ''when the delivery system was inserted in the esheath+, resistance was noted, and the valve got stuck at the base of the esheath''. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Furthermore, excessive device manipulation can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of three manufacturer reports being submitted for this case.